Event description:
It was reported that during an unknown procedure, the device cut, but did not staple. This was on the first firing. The case was completed with another same like device with no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.